Event description:
Procedure: lap gastric bypass. According to the reporter: when the valve tip tube was pulled from esophagus, it got stuck and disengaged. The remained anvil could be retrieved. Additional resection of tissue and manual suturing was done to set the anvil again. Oozing under 200cc. Nothing fell into the patient cavity. Operative time was extended more than 30 minutes. No patient info available.

Manufacturer narrative:
(B) (4). (B) (4).